Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed as item numbers and lot numbers are unknown. A review of the complaint database could not be performed as item numbers and lot numbers are unknown. Off-label usage is indicated as the biomet taperloc hip stem has been combined with birmingham hip implants (bhr) manufactured by smith and nephew orthopaedics limited. However, based on current available information, it is not possible to determine the root cause. Without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3 other text : product location unknown.

Event description:
It was reported the patient underwent a left hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2009 due to unknown reason. This hip was further revised on (B)(6) 2019 due to unknown reason. Off-label usage is indicated as the biomet taperloc hip stem has been combined with birmingham hip implants (bhr) manufactured by smith and nephew orthopaedics limited. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right hip arthroplasty on (B)(6) 2007. Patient awaits surgery. Patient experiences pain and injuries are ongoing. Off-label usage is indicated as the biomet taperloc hip stem has been combined with birmingham hip implants (bhr) manufactured by smith and nephew orthopaedics limited. This report is based on allegations set forth in patients notice and the allegations there in are unverified.